Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited increasing pacing impedance measurements, with the current measurement at >3000 ohms. Pacing thresholds had also increased. An x-ray found no lead abnormalities. There was lead capture and the value of the r-wave was acceptable. The physician tested the lead by performing an induction at 17 joules. Shock impedance measured at 49 ohms. There were no reported patient symptoms associated with this clinical observation.